Event description:
The patient underwent an endoscopic sinus surgery during which the absorbable heomostat was used for packing. Seventeen days post operatively the patient developed a severe headache and eye pain which has lasted for ever one month. A second surgery was performed at an unspecificed time in an attempt to remove some of the absorbable hemostat. Patient has received steroids and antibiotics. Some improvement was noted with the steroids and antibiotics.